Manufacturer narrative:
The investigation for the reported pump not detected has been completed. The root cause of the pump not recognized issue was unable to be determined because the console and data were not returned for review. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella device for mechanical circulatory support during a coronary artery bypass grafting¿procedure. The 5.0 was not inserted into patient because the physician could not get wire across valve. During the case the aic would not recognize the 5.0. The procedure was aborted due to the patient's anatomy. Additional information was provided that noted the patient expired.